Manufacturer narrative:
((B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this lead displayed loss of capture. The lead was also noted to have been capturing the atrium. The patient was seen for a revision procedure where the lead was noted to have dislodged. The lead was successfully repositioned and remains in service. There were no adverse patient effects. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.